Event description:
It was reported by rep that, "surgeon put c-taper head on the stem neck and noticed that the head was very loose and there was no way it would lock in. I gave the surgeon the option of changing the liner for a 28 or 36 liners since I didn't have another metal head. Surgeon optioned to put in a ceramic 32-25mm head."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report.